Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could impact the interpretation of results. The customer stated there were black lines on the display of the meter. The meter was fully charged and reset, but the lines remained. There is no physical damage to the screen nor outer meter. There have been no actual misinterpreted results.